Event description:
Cms discovered during development that the focus rtp system did not calculate dose correctly for electron beam plans using bolus when a beam plans using bolus when a beam intersected multiple boluses. Worst case errors seen ranged between a 123% over-calculation of dose to a 26% under-calculation. There are no customer reports incorrect plans or misadministration of dose.